Manufacturer narrative:
The customer reported that the suspect device / component is not available for return. Therefore, no root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable alarm during use on a patient on the vela ventilator. The customer reported the patient was moved to another ventilator. The customer confirmed there was no patient harm associated with the reported event.